Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The complaint sample was visually inspected, at 12¿ to 16¿ under normal conditions of illumination according to procedure. No damage or other defects were detected on the sample. During the functional test, the sample was assembled in the level 1 system equipment to introduce distillated water and verify the correct functionality of the sample. The results show distilled water flowed correctly through the sample. No alarms were activated in the level 1 system equipment. No damage was detected in the tested sample. The complaint was not confirmed. No cause established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event is unknown. D4, h4: lot information is unknown. H3 other: device has not been returned to date. No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation for further evaluation. A review of the device history records could not be completed as no lot number was provided by the customer.

Event description:
It was reported that the tubing is overheating. There was patient involvement and no patient harm/adverse event reported. This has occurred three times.